Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with severe explant damaged. But no insulation breach or conductor fracture in vivo was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, the lead was observed as non functional and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated a clinical data review was performed and revealed not enough information available to determine lead performance (neither fracture or insulation breach) could not identify any issue.